Event description:
Additional information received reported that some of the patients were older and they had their devices longer than the nurse. Only about 5 patients were younger than the nurse. They were people that had a device in their body that didn't help them and they gave up trying to get help. The nurse and the patients met once a month as a social group. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the device did not work to treat the patient's symptoms. The specific symptoms were unknown.

Manufacturer narrative:
(B)(4).

Event description:
Information from a consumer reported that the patient's device does not work. The patient had issues with the device and is not happy. Information regarding the event date, product information, event context, symptoms, troubleshooting performed (and results), actions/interventions taken, and potential causes or factors was not available at the time of the report. Information regarding the identifying information of the patient and the patient's managing physician was requested. A follow-up report will be sent should additional information be received.